Event description:
The device was implanted on 4/20/95, for the intrathecal infusion of morphine for treatment of pain (note: intrathecal infusion of morphine was not a MFR's indication for the device's intended use). On 9/30/96, the facility nurse contacted a MFR clinical rep and stated that in early september 1996, the pt had fever, chills was diagnosed with pneumonia and treated with antibiotics. On 9/26/96, the pt started to experience "severe itching". The pt was hospitalized for itching and intrathecal pain control. On 9/30/96, pt was scheduled for a check of catheter placement via the device sideport with fluoro. The MFR clinical rep also informed the facility nurse that if catheter placement was "ok", they would want to rule out meningitis, empty the device, rinse the device with normal saline two times (2x), refill the device with 50cc's normal saline and medicate for pain via another route. The facility nurse stated that during the device refill, the return volume = 16cc, the calculated flow rate (fr) of the device = 0.829ml/day and the refill period = 41 days and the device was refilled with 50cc. The device predicted fr is 0.97 ml/day. The facilty nurse stated that they are just checking to see if they were calculating the device fr properly and if the MFR knew what might cause the itching the pt was experiencing since there was no previous report of itching. On 10/4/96, the facility nurse informed a MFR rep that a dye study was performed which did not reveal any anomalies and the device is functioning well. Pt has multiple allergies; however, the facility nurse was not specific as to what the pt was allergic to.